Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited a high, out of range pacing impedance greater than 3,000 ohms, noise and oversensing, causing inappropriate mode switching. The physician office suspects a lead fracture. A technical service (t/s) consultant reviewed disk analysis, confirming a gradual increase in lead impedance since implant. The t/s consultant recommended lead integrity testing and programming options. The device remains in service. No adverse patient effects were reported.